Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During evaluation, the device turned off without user input when tested with a known good battery. The customer battery module was not returned with the pump. A review of the event history log (ehl) revealed occurrences of ¿improper shutdown!¿ messages observed on the event occurrence date. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off during programming/setup in the cardiovascular area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.